Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and ran accuracy testing were performed. No, the reported "fails accuracy" problem was not duplicated. According to the investigation, the test results were all within the internal spec. Of +/-3.0%. The investigation reported that the pump will undergo standard periodic maintenance.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump failed the delivery accuracy test ( -8.50%). The product problem was observed during testing. There was no patient involvement.